Event description:
It was reported that a spectrum infusion pump was not working correctly during an infusion. In the picu care area a nurse setup a secondary infusion of cesazolin (50 ml) after 3 minutes the pump alarmed upstream occlusion and nurse noticed that secondary bag was empty. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.